Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with levels of 49 mg/dl at the time of the incident. The customer was also getting multiple motor error alarms, and thinks that the pump may have over delivered. The customer states that they can smell insulin on their body. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the motor error alarm but not for the low blood glucose, as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm or bolus delivery anomaly due to unresponsive button. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.